Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the same day. According to the complainant, during procedure preparation the tip of the tome appeared to be cut flat. There was no taper and had a slight angled cut. This procedure was successfully completed with another jagtome rx sphincterotome device.

Manufacturer narrative:
Complainant reported that "the tip of the tome appears to be cut off flat no taper, slight angled cut." Although the complainant has indicated that the suspect device is being returned for evaluation, the device evaluation has not been performed; the cause of the reported malfunction is undetermined.